Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4): d314drg, implantable cardioverter defibrillator, 2013-(B)(6); 5076 implantable pacing lead, 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) defibrillation lead had dislodged. During the procedure to reposition the lead high thresholds were observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.